Event description:
The customer reported an uncontained fluid leak of approximately twenty (20) ml consisting of blood and clenz mixture from the coulter lh 750 hematology analyzer. The instrument did not generate any error messages when the leak occurred. There was no report of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, goggles, and laboratory gown when the leak was observed. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse confirmed the leak and replaced tubing through valve vl53b to resolve the issue. The repairs were verified to meet the specified requirements per established procedures. (B)(4).